Event description:
The contact reported that his wife obtained lower blood glucose readings and out range normal control solution test results with test strips lot 1h501b. On 12/31/96, he pt opened the first bottle of test strips from the box and obtained a blood glucose test result of 6 mg/dl. Because she did not think this result was accurate, she immediately performed a normal control solution test and obtained a result in the 40 mg/dl range versus a normal control solution range of 108-162 mg/dl (contact cannot remember specific result.) Because this result was out range, the pt then opened the second bottle from the same box and performed a normal control solution test. She obtained a control solution test result in the 140 mg/dl range versus a normal control solution range of 108/162 mg/dl (contact cannot remember specific result). The lot number of the control solution is vi225, expiration date 9/97. It was opened 12/31/96. The pt shook the control solution before all tests were performed. With the rep, the contact obtained a normal control solution test result of 44 mg/dl using the first bottle from the box. Also with the rep, the contact obtained a control solution test result of 140 mg/dl using the second bottle from the same box. The pt also performed a check strip test with the rep and obtained a result of 77 versus a check strip range of 68-92. The pt was not home when the contact spoke with the rep so blood glucose tests were performed. The dessicants in both bottles of test strips. The pt's meter was set to the appropiate code on all tests. Shhe stores the test strips in the kitchen.